Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock to this patient. This patient had presented to the emergency room (ER) due to this. Technical services (ts) reviewed the episode noting a flat and small morphology on the subcutaneous electrocardiogram (s-ECG) at times. Imaging was performed in which a facture could not be seen. Ultimately, this electrode and s-ICD were explanted and replaced with a new s-ICD system. This electrode has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock to this patient. This patient had presented to the emergency room (ER) due to this. Technical services (ts) reviewed the episode noting a flat and small morphology on the subcutaneous electrocardiogram (s-ECG) at times. Imaging was performed in which a facture could not be seen. Ultimately, this electrode and s-ICD were explanted and replaced with a new s-ICD system. This electrode has been returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.